Manufacturer narrative:
The customer complaint form and patient questionnaire regarding the reveal clear aligners standard state that the 77-year-old female patient presented with an allergic reaction. The patient stopped wearing the aligner trays three separate times with several days in between and rinsing the aligners with dawn soap as advised by the dental office, but could not tolerate the aligners due to redness of the oral tissue, swelling of the tongue, difficulty breathing, and tender chapped lips. As stated in the patient questionnaire, no hospital visit was indicated, and no doctor referral, follow-up or prescription medications were required. The patient stopped wearing the trays, took otc benadryl, and has fully recovered. Ortho organizers decided to report this complaint to the FDA because the patient took otc medication (benadryl).

Event description:
The 77-year-old female aligner patient presented with an allergic reaction. The patient stopped wearing the aligner trays three separate times with several days in between and rinsing the aligners with dawn soap as advised by the dental office, but could not tolerate the aligners due to redness of the oral tissue, swelling of the tongue, difficulty breathing, and tender chapped lips.